Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: there were occlusion alarms with high force observed in the pump's black box. The pump was able to perform the prime steps with no alarms. The pump's force sensor was detecting the correct force. The pump was exercised for 24 hours with no issues. The recorded total daily doses of insulin added up to the user's programmed basal rates. The pump passed a delivery accuracy test with no issues. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 25 mmol/l with symptoms of vomiting. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there was an occlusion alarm with the pump that contributed to the blood glucose excursion. The pump was able to perform the prime steps with no alarm observed. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump